Event description:
It was reported that on (B)(6) 2022 a 30mm amplatzer multi-fenestrated cribriform septal occluder (8207605) was selected for implantation. During the procedure, it was noted that the left disc had deformed into a donut shape, preventing correct positioning. The device was removed and replaced with another 30mm amplatzer multi- fenestrated septal cribriform occluder (8157081), but that device was determined to be too small. A 35mm amplatzer multi-fenestrated septal cribriform occluder (7493749) was then successfully implanted. The patient status was reported as stable, and there were no adverse patient effects reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.

Event description:
Subsequent to the previously filed report, additional information was received that the delivery system was a 9f amplatzer trevisio delivery system (8213874). The first 30mm amplatzer multi-fenestrated cribriform septal occluder (8207605) had no interaction with cardiac structures during deployment. There was no angulation or kink noted in the delivery system. For the second 30mm amplatzer multi- fenestrated septal cribriform occluder (8157081), there were no allegations against the sizing of the device. The device was successfully replaced with the 35mm amplatzer multi-fenestrated septal cribriform occluder (7493749). The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.